Event description:
Product analysis was completed for the handheld device and software flashcard. No anomalies associated with the handheld device or software flashcard were noted during testing. The handheld device and software flashcard performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that the handheld device would not hold a charge. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.